Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of delayed healing and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: wound dehiscence and "implant removed because their wound would not heal." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left-side wound dehiscence and "implant removed because her wound would not heal''. Device has been explanted.